Event description:
It was reported that suture placement was successful with two proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, the aaa procedure was successfully completed but during the arteriotomy closure the sutures were pulled to tighten the knot and one of the pre-placed proglide sutures came out of the groin and a slight tear in the artery was noted. The guide wire was reinserted and a third proglide device was used with the other pre-placed proglide suture and hemostasis was achieved. There were no reported adverse patient sequelae. The arteriotomy was 6fr but the sheath size for the index procedure was not provided by the hospital. No clinically significant delay in the procedure was reported and no medical or surgical intervention was required to repair the artery tear. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, event occurred approximately (B)(6). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency.